Event description:
According to the reporter, during a laparoscopic distal gastrectomy (ldg), the first gastrectomy firing from the greater curvature side, the device stopped around midway. The user removed the middle of the reinforce sheet and removed the cartridge from the stomach. A new reload was used to resolved the issue. No patient injury.

Manufacturer narrative:
Concomitant product: sigtrsb60amt 60mm med thk reinforced rel (lot#: n4c1866y); sigpshell, sig power sigpshell control shell (lot#: unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.